Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of the ?little red wire where serial# is located is broken? Was confirmed and not reproduced. The root cause of the reported condition was not determined and no repairs were made. The pump is a stay-in device owned by baxter and was not repaired at this time. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an infusor. Pump with a condition of the "little red wire where serial# is located is broken". This condition has the potential to interrupt delivery. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.